Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure "fiber forward firing" was noted. The fiber was exchanged and the procedure was completed. Patient outcome "ok" reported.

Manufacturer narrative:
Device available for evaluation updated. Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture at distal site of fusion zone at the bevel edge; the distal end of the glass cap and metal cap were detached and not returned; the fiber proximal to fracture rotated independently; the glass cap exhibited mild devitrification at the output window; the outer flow tubing exhibited scratch marks at the open end location. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.